Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty cables. The field service engineer replaced the retractor bands and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility: (B)(6).